Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in diagnosis when the issue was identified. Onsite inspection of the system and log file analysis identified that the sib (system interface board) box had a bad input on x 82, which causing a low load fluro. The fse replaced the sib box, downloaded board software to the sib box, rebooted the system and hospital power was restored, after that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device gave an error stating ¿low load, emergency power active¿. The device was in clinical use at the time of the event. No harm to the patient or user was reported.